Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down arrow key would not work. The customer¿s blood glucose was unknown at the time of incident. The customer also report that general unexpected restart alarm. The customer was able to clear and rewind the pump. The insulin pump will be return for analysis.